Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional contacted adc via email to report that a customer experienced unknown readings issues while wearing the adc freestyle libre sensor. As a result, the customer was taken to the intensive care on (B)(6) 2021 and was admitted due to ketoacidosis. It was further reported that a blood glucose result of 42 mmol/l was obtained on the hcp meter and the customer was diagnosed with hyperglycemia and received unspecified treatment during her hospitalization. No further information was provided. There was no report of death or permanent injury associated with this event.